Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that myopotential oversensing was observed during follow-up in clinic. Oversensing was reproducible with coughing. Programming changes were made.